Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent migration occurred. The 15mm lesion was located in the 14mm diameter moderately tortuous distal abdominal aorta. The percent of the stenosis of the lesion and degree of calcification are unk. An unspecified wallgraft stent delivery system was advanced to the lesion and deployed without difficulty. Following deployment, the wallgraft "jumped" approx 5-10mm, resulting in inadequate lesion coverage. An unspecified balloon catheter was advanced for post-dilatation of the stent and inflated an unspecified number of times to an unspecified atms to implant the stent at this position. The physician performed angioplasty with an unspecified balloon catheter to treat the part of the lesion not covered by the stent. In a subsequent effort to prevent occlusion of the iliac arteries and further stent migration, the physician placed two of another MFR's stents in the common iliac arteries using a kissing technique. The procedure was completed without further intervention. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.